Event description:
It was reported that a ventilator display was flickering. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The ventilator was evaluated by the customer¿s biomedical engineer (bme), and the reported malfunction was verified. The graphic user interface (gui) display was cleaned, which resolved the reported issue. No component replacement was required.